Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after an endovascular interventional procedure using an 8f sheath. Reportedly, strong resistance was noted during advancement of the device into the anatomy. The lever was inadvertently lifted during attempt to advance the device against resistance. The lever was returned to the original positing. However, when the device was removed, it was noted that the foot was slightly deployed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that contribute to the difficulty positioning the device against the vessel wall, include, but not limited to, patient femoral vessel/ anatomy variables or aggressive manipulation during insertion. Factors that may contribute to difficult to open or close the foot include but are not limited to, tissue or suture caught in the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.